Event description:
It was reported the patient received inappropriate shocks. The lead alert triggered and interrogation revealed oversensing, variable and high lead impedance measurements. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned in segments and analyzed. The proximal conductor was fractured. The defibrillation conductor was distorted. There was blood/body fluid (not obstructed) on the distal conductor. There was also blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation was breached cut and had a cosmetic depression. The helix/lobe was distorted bent. It was also noted there was blood in/on the helix/lobe mechanism.